Event description:
The impactor broke causing a 30 minute delay.

Manufacturer narrative:
Examination of the returned impactor confirmed the reported event. The root cause is being attributed to wear out. The replaceable impactor component exhibits some significant gouges and cuts indicating heavy usage. Depuy considers the investigation closed at this time. Should additional info be received, the investigation will be re-opened.